Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger product ID 97745bp lot# serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed scrapped due to being chewed by animal. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device stopped working and that they had been having a lot of problems since the new implant (ins) battery was implanted. The patient clarified that they couldn't get either device (the controller or their ins) to charge any longer. They had reset the controller once or twice already. The patient hadn't charged the controller for a couple weeks and noted that they had the controller was currently plugged into the ac power supply. The patient removed the battery pack from the controller and connected the controller to the ac power supply without the battery pack inserted; the controller powered on. The patient reinserted the battery pack into the controller while the controller was still connected to the ac power supply; the patient was then seeing the green light flashing above the screen. The ins was depleted. The patient was advised to allow the controller to recharge. The controller started gradually "going down" with regards to holding a charge (the controller battery was gradually starting to not hold a charge). They would only usually get about five minutes into recharging the ins when the controller would say that the controller battery was too low to continue. The recharger paddle would get so hot "like it was on fire" within about three minutes of recharging the ins. The patient did not allege that they were injured from the device. They noted that they didn't like their model of ins and that the ins didn't stay charged long enough. They noted that they would not have the same ins put back in again.